Event description:
No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). The following sections were corrected: notification date from (B)(6) 2018 to (B)(6) 2019.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays received. X-ray review identified superolateral subluxation of the prosthetic femoral head in relation to the acetabular cup secondary to severe polyethylene liner wear. There are extensive radiolucencies along the acetabular cup and acetabular fixation screws consistent with osteolysis. There are small scattered areas of radiolucency along the proximal femoral component also consistent with osteolysis. There is no evidence of fracture. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 00610, 0001822565 - 2019 - 00612, 0001822565 - 2019 - 00613.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision due to liner wear. Attempts have been made and additional information on the reported event is unavailable at this time.